Manufacturer narrative:
Device evaluation of charger sn (B)(4) and battery pack sn (B)(4) has been completed. The reported problem (unable to charge battery, won't power monitor) was confirmed. As received, there was contamination on the charger battery board and the u13 cmos-flash microcontroller and d2 diode components on the bedside pca were shorted. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger and battery packs. Charger manufacturing date: 3/12/2018, battery manufacturing date: 11/13/2014.

Event description:
A us distributor returned a charger and a battery pack indicating that the battery charger was unable to charge a battery pack and that the battery pack was unable to power on a monitor.